Event description:
It was reported that the patient presented remotely to the hospital via merlin.net. The transmissions revealed the right ventricular (rv) lead had over-sensed noise with high capture thresholds and high impedance measurements. The rv lead noise over-sensing was found reproducible in the isometric testing. The rv lead was capped and replaced on 8 dec 2023. The patient was reported to be in stable condition throughout.